Event description:
As reported the evercross balloon popped. Evaluation of the returned device indicate a complete radial tear of the balloon. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable.additional information has been requested. Should it become available, a supplemental report will be submitted.